Event description:
Reporter called and stated that her "...blood sugar runs around 300-400 (mg/dl) and so sometimes I get error 1 message". Since her blood glucose level tends to run high she "...did not do anything". Reporter does call cde when she rec'd a 'hi' of the er1 message and cde would tell her what to do. Reporter is on insulin "...on a sliding scale". Reporter does sometimes compare her confirmation dot with the color chart. Due to time constraints co was unable to review technique with reporter.